Event description:
The patient reported she ¿had her pump taken out of me and they left the leads in me.¿ the patient thought it was (B)(6) of last year and wondered if it was normal to leave the catheter in there. The patient had 3 spinal fusions in 1995, 2007, and 2010 and reports she was ¿getting really shocks coming out of my spine¿. The patient questioned if the ¿lead¿ that was left in be giving her any of those shocks going through her spine. The patient¿s pcp (primary care provider) ordered a CT scan because "we can't figure out why I'm having these shooting pains coming out of my spine." Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2009-(B)(6), product type catheter. (B)(4).